Event description:
It was reported that during central processing the cable monopolar energy that had a missing prong on cord. There was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cable monopolar energy was analyzed and found to have a prong missing from the male end of the monopolar cautery cable. A piece measuring approximately 0.538" x 0.158" was found missing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. .

Manufacturer narrative:
The advanced failure analysis (afa) was conducted by reviewing the attached images and investigation text from the initial failure analysis (fa) since the physical part was not available. While the initial fa finding of the broken pin or prong was confirmed, the more relevant fa code is the connector issue. The fa code has been updated to reflect this. The diagnosis detail of the connector issue is described as connector damage which prevents proper mating with other connectors, which is the case for this cable. The images appeared to exhibit a monopolar cable with a broken pin at position 3 at p1, the generator side of the cable.